Event description:
It was reported that during preparation of the xience xpedition stent, the protective sheath was removed. The device was advanced to the lesion and upon inflation of the stent delivery system (sds), it was noted that the stent was not on the sds balloon. The stent implant was found inside the protective sheath. The stent implant did not enter the patient anatomy. A new xience xpedition stent of the same size was used successfully. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4): failure to follow steps. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned for analysis. Stent dislodgement was confirmed. Based on a visual analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted that the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) states: prior to using the xience xpedition everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. In this case, the failure to inspect the device prior to entering the anatomy would not have caused or contributed to the stent dislodgement.